Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #1 was removed due to an unknown reason. Implant was removed. Other details are unknown.